Manufacturer narrative:
11 pen needles affected. H3 other text : device not available.

Event description:
Consumer reported that there were 11 pen needles in her box without tear drop labels. Lot #: 3045505 catalog #: 320555 date of event: unknown samples: discarded.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h6, h10. Section c attached for affected product. Correction to e1, country type. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.